Event description:
"Pt presented with recurrent chest pain, had an equivocally positive stress test. Pt taken for cardiac catheterization. A 2.5 by 13m cypher drug eluding stent was placed reducing the percent stenosis from 90% to 0%. There was good angiographic flow down the artery at the end of the procedure. At the end of the procedure, the femoral artery sheath position was closed. Attempted to be closed by a perclose device, the perclose device failed with cracking. It was necessary to extract the internal distal portion of the device by hemostat, this was able to be accomplished. The arteriotomy site could not be adequately compressed by manual compression alone and the pt required surgical repair of their artery." The customer was contacted for further info. It was reported that the pt ios doing "fine" to date.